Event description:
"Burned doctor's hand during case" was given as the reason for repair. On customer f/u, it was reported that the motor got a little hot, but did not burn or cause any injury to anyone. No incident report was filed. The surgeon was able to finish the case with the motor.

Event description:
Motor repair request stated "burned doctor's hand during case." No add'l info available to date from customer.